Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022- (B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 18-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had rebooted by itself failure. The technical support specialist contacted field service engineer because the repairs attempted fail and fse need to do a re-image of the station. Fse started the re-image using the utility, but it failed, then replaced the hard drive with a customer supplied from a non-use station. Then deleted the data base and renamed the station. The data sync took over 2.0 hours. After sync verified all drawers and meds and patients were showing in the system. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es device had rebooted by itself and customer stated that there was error in patient order, every time want to remove the meds from narcotic drawer the station was rebooted. There were no adverse events or injuries reported based on this incident.